Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis. (B)(4).

Event description:
It was reported the patient developed sepsis and vegetation was present on the right ventricular (rv) lead and tricuspid valve leaflets. The organism was identified as (B)(6). The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.